Event description:
A hospital in (B)(6) reported that the dry line was missing from an rt340 breathing circuit kits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit kit was returned and visually inspected. Results: the visual inspection revealed that the dryline was missing, confirming the reported fault. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted dryline during the packing process. There are standard operating procedures in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required, which must be displayed at the packing station. Each completed circuit pack is visually inspected and then weighed to ensure that every component is accounted for. (B)(4).